Event description:
On (B)(6) 2013 carefusion sent out important product information notification on product alaris pump module model 8100 identifying under certain conditions unintended pt risk may result related to the door, broken or damaged sears or backed out pivot latch screw. On (B)(6) 2014 a pt in the ccu was being administered an insulin gtt via the alaris pump module model 8100. The pump was shut off, door was opened and IV tubing with clamp/cartridge within the door was noted to be partially open and not closed. The IV tubing was removed from the pump module and disconnected from the pt. Once the line was disconnected from the pt, the rn noted the medication to be free flowing from the line. It was uncertain if the pt inadvertently received any of the free flowing medication (insulin) still in the line when it was still connected to the pt. The pt's glucose was monitored and it decreased from 95 to 49 mg/dl. Pt was asymptomatic but was treated with oral and IV glucose repletion successfully.